Event description:
Customer reported she was in the hospital having her baby when the insulin pump started alarming. Customer stated the alarm the device alarmed was device software error. When looking at the device history file the device had alarmed rf pic failed selftest. The alarm did not occur during the rewind or prime sequence. Customer was advised to disconnect and remove the reservoir from the device. Customer stated she was able to rewind the device and it was working. Customer stated a temp basal was not programmed before the alarm occurred. No further information reported

Manufacturer narrative:
Insulin pump alarmed during the self-test due to faulty remote frequency board. No alarm noted. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, cracked case at the display window corner, minor scratches on lcd window, scratched reservoir tube window, cracked belt clip slot, and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.